Manufacturer narrative:
(B)(4). Evaluation of the incident device found the electrode was bent. The nose of the pencil where the electrode seats was charred. Visual inspection found the body of the pencil was cracked near the nose. Hipot testing found electrical leakage from the side of the pencil body. The damage appeared to have been due to force being placed on the electrode, causing it to bend and crack the plastic housing.

Event description:
The customer reported that during a CABG procedure while taking down the mammary artery, a spark occurred and a sponge caught on fire. The fire was extinguished without any injury to patient or personnel. It was reported that high power settings were in use.